Event description:
It was reported that the user experienced prolonged elevated blood glucose levels, attributed by the user to extreme stress from psychological trauma, and the ilet ran out of insulin without a backup insulin supply; the user did not revert to an alternative therapy after the device stopped delivering insulin and troubleshooting and education were completed. The user experienced a glucose peak of 400mg/dl without associated clinical symptoms. Outcomes included temporary interruption of insulin delivery with no long-term health impact. User support included review of user-reported history, device performance context, and troubleshooting and education activities. Investigation of this case revealed user management and supply issues consistent with running the cartridge empty, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with insulin supply management and failure to transition to an alternative insulin delivery method when the device stopped delivering.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.